Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the unit had a 220v/240v harness instead of a 100v/120v. The harness will be replaced. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit would intermittently switch to battery backup. Eventually the battery depleted and the unit reportedly shut down. There was no reported patient injury.